Event description:
Info rec'd indicates, the head siderail has been pulled off the bed.

Manufacturer narrative:
The technician found the mounting holes in the plastic siderail became stripped where screws hold siderail in place, causing the siderail to break off. He replaced siderail and screws to repair the bed.